Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll technician at the customer's facility. Review of the log files showed multiple o2 supply pressure low (backup selected) error occurred. This is a non-critical error related to the customer's o2 supply; this could be related to the customer's report but could not be verified from the log. The device was functionally tested with no issues found. The device was recertified and returned to the customer. No trend is associated with reports of this type.